Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, a follow-up CT scan showed a distal type I endoleak in the right common iliac artery. Contrast was reportedly seen in the aneurysm sac with no evidence of aneurysm enlargement. It was reported the endoleak occurred as a result of the patients' tortuous anatomy, dilatation of the right common iliac artery, and inadequate seal length (amount unknown) obtained during the initial implantation. On (B)(6) 2013, an intervention was performed to treat the endoleak. The physician elected to implant a contralateral leg component into the right common iliac for distal extension on the trunk. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.